Event description:
Event description guidant received information that this transvenous implantable lead dislodged. A lead repositioning was attempted; however, an adequate position could not be obtained.